Manufacturer narrative:
Customer returned pump for alleged no delivery/occlusion alarm - unknown timing, unresponsive keypad, and failed battery test on 29-oct-2022. Pump passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed battery removed on 11/06/2022 at time 07:08:47.000 and low battery alert on 11/06/2022 at time 07:07:00.000. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarm insulin flow blocked alarm on 09/01/2022 at time 17:54:16.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. No physical or moisture damage to the keypad assembly was noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump passed all testing. Customer's alleged no delivery/occlusion alarm - unknown timing was not confirmed during analysis. Unresponsive keypad was not confirmed. Failed batter test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that new battery rejection in the insulin pump, buttons were not responsive, and received no delivery alarms. No further details were provided. Troubleshooting was declined. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The insulin pump will not be returned for analysis.